Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator and verified the customer reported issue. The fse replaced the flow sensor to resolve the issue. The device passed all tests, calibrations and it was found to be operating within manufacturing specifications.

Event description:
It was reported that when turning on power to the ventilator, a nurse was unable to enter the parameter settings. There was no patient involvement.